Event description:
Pt admitted with diagnosis of left leg pain. Pt has history of tibia and fibula compound fracture one year ago. Pt underwent orif but recently pt had had increased pain in the area and it was noted that the plate was broken. Diagnosis on o.r. Report read non-union of the tibia with failed hardware. Pt underwent left tibia hardware removal, take down of non-union intramedullary fixation with bone grafting.